Event description:
It was reported the pt underwent an angioplasty with stent placement followed by an angio-seal to close the right femoral arteriotomy. Right food pulses changed and were absent by doppler. The pt was re-draped; a repeat angiogram revealed an occlusion at the arteriotomy site. During the surgical repair, it was noted the angio-seal was malpositioned, causing a stenosis.